Event description:
It was reported when the device was used during a laparoscopic hernia procedure, the device pierced the surgeon's glove. Subsequently the finger was cut. The case was completed with a competitor's product. There was no patient consequence.